Event description:
There was a potential for serious injury in this incident because the device's scanner had detached from its articulated arm during treatment.

Manufacturer narrative:
Device component (scanner) had detached from laser unit due to loose screws, which led to laser misfiring and setting patient's drapes on fire. Technician evaluated device and noticed that the scanner was now already secured in place and machine was operational by user. This is also an aro incident because the laser fired onto an unintended area (drapes) instead of the treatment site. Patient did not sustain any injury or burn, rather some redness on thighs which had healed. Redness is an expected effect from laser treatments. This incident is reportable because there is a potential for serious injury.

Event description:
There was potential for serious injury in this incident because device's scanner had detached from its articulated arm during treatment.